Manufacturer narrative:
Inadvertently did not make corrections in the supplemental report 0002184052-2016-00139-1 as the part number reported was corrected.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of four for the same event; see also 0002184052-2016-00137, 00138 and 00140.

Event description:
The sales associate reported that during an anterior cervical discectomy and fusion (acdf) surgery an implant was unable to be implanted. The implant did not properly seat on the titanium plate. The sales associate added that after they snapped together the 6mm plate with the 6mm allograft, they put it on the inserter and it was loose. It broke off after they mallet the implant in. It was reported there was an hour and half delay in surgery related to allograft breakage. The surgery was completed using the 7mm allograft.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. The part and lot number reported did not match the etching on the returned devices; confirmed with the sales associate the incorrect part and lot was reported in error. Catalog number updated from 0701853006 to 07.01873.006; lot number updated from 63038449 to obn. Fields were updated based on the receipt of the devices for evaluation. Supplemental report three of four for the same event, reference 0002184052-2016-00137-1, 00138-1 and 00140-1.

Manufacturer narrative:
The returned device was examined. The tines that mate with the allograft were found bent so that they are no longer in positional tolerance. A definitive cause cannot be determined but this may have occurred while loading the plate on the implant assembly block, while connecting allograft to plate, or while tamping of the device using an implant assembly tool. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper usage, including assembly with the mating allograft and allograft installation.